Manufacturer narrative:
Resolution and disposition: the customer reported the front bezel was replaced to address the reported problem.

Event description:
The customer reported the navigation button does not work properly causing the touch screen to not work properly. The customer reported there was no patient involvement.